Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced safety failure. The customer stated, "it was reported that needle is too tight and the mechanism makes a squeaky noise."

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. One qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect. Received one unused nexiva 24ga unit without packaging from catalog number 383511; lot number unknown (possibly 8318665). Visual/microscopic evaluation: the unit was fully intact. The needle was not crimped, curved or bent. No cured adhesive was observed on the tip shield or the grip. No damaged was observed on the v-clip or the retention washer. There no witness marks observed on the retention washers. Simulation test: there was a small amount of drag/grinding was felt during the disengagement process. Needle o.d. Dimension: the needle was measured in three areas with the average measurement 0.0160¿ (spec is 0.0163 +/- 0.0003). Needle dip depth: the needle was tested for presence of lubrication; the needle revealed to be adequately lubricated. Disassembled the needle set to evaluate the retention washer: the needle and the retaining washer were removed and examined. Observed no physical-mechanical damage to the retention washer and the angle on the washer was acceptable. The large hole had material remains caused by the grinding, retaining washer center opening dimension: the center opening of the washer was measured at 0.0172, which meets of the specification (spec is 0.0172 +/- 0.0005) the defects needle disengagement difficult and shield damaged/defective were not identified or confirmed with the returned unit. Although some drag/grinding was felt during the disengagement process; the unit had no difficulty disengaging from the catheter adapter.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced safety failure. The customer stated, "it was reported that needle is too tight and the mechanism makes a squeaky noise."